Event description:
Lap chole - "clips are not pushed forward in the branches (jaws), clips do not close." Pt status: well.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.